Manufacturer narrative:
The insulin pump had an intermittent button response on the esc button the insulin pump had an intermittent button response on the esc button due to corroded keypad traces noted. No unexpected button error alams noted. Lcd had no cracks, however a cracked lcd window and bleeding glass was noted. The insulin pump had a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported the customer had damage to their insulin pump. The customer stated the window of their display was cracked. The customer's blood glucose was 241 mg/dl. The customer also reported there was a crack on their screen. Customer could not recall how the damage had occurred to their insulin pump. The customer also reported a button error alarm on their insulin pump. Customer reported dropping their insulin pump. Customer stated they were able to read their insulin pump's screen. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.